Manufacturer narrative:
Additional information received provided the performance-level. The flow was reported as "0.2 lpm (0.3/0.1 lpm), " and the performance level at the time of this reading was "auto."

Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Due to a lack of data logs or product returned, the cause of the low or blocked pump flow and placement signal issue cannot be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the left femoral artery in an 89-year-old male for acute myocardial infarction complicated by cardiogenic shock (ami/cgs), presenting in society for cardiovascular angiography and interventions (scai) stage d shock. The device was placed per instructions for use with an act of 320, position confirmed by fluoroscopy, and operated in auto mode. During pci, difficulty was encountered while engaging the left main coronary artery with an 8 fr ebu 3.5 guide catheter, particularly during catheter manipulation near the impella motor. After multiple attempts, a second physician assumed care due to complex coronary calcifications and successfully engaged the vessel. Following engagement, impella flows decreased with loss of lv signal and reduced pump flow. Given these findings, the decision was made to explant the impella cp and reassess clinical status. It was reported that no clinically significant patient impact or patient harm was reported related to the event.